Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was in the 200 mg/dl range. Customer stated that the insulin continued to drip after the motor stopped during the manual prime process. Customer also stated that the drive support cap was sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer mentioned that there was crack on the insulin pump and the pump may have been dropped. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test and the basic occlusion test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No alarm was noted for a compromised force sensor system. The insulin pump was received with a bleeding display, a cracked case at the display window corners, cracked battery tube threads and a cracked display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.